Event description:
The customer alleged questionable calcium results on an unknown number of patient samples when testing was performed on the modular analytics d module. The customer stated that 150 corrected reports were sent, but would only provide data for one instance. The initial calcium result was 13.1 mg/dl. The test was repeated on a second d module, serial number (B)(4), with a result of 10.9 mg/dl. The customer did not know if any of the patients were affected by the event and declined to follow up for that information. The calcium reagent lot number was 62783101. The field service representative determined that the event was caused by contamination in the reaction cells. He performed reagent flowpath wash, cleaned the reaction cells, and calibrated calcium. Quality control tests were performed and passed.